Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband called to report high blood glucose levels. Customer's blood glucose reading during the incident was 440 mg/dl, but was 450 mg/dl during the call. Symptoms included nausea and customer treated with manual injections. The caller performed troubleshooting but did not find any problems. Customer was advised to change entire set. The customer was sent replacement infusion sets.